Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, high defibrillation impedance was observed on the right ventricular (rv) lead. The rv lead was replaced, however, high defibrillation impedance was still observed. The device was replaced which resolved the event. The patient was in stable condition. Related manufacturer report number: 2938836-2019-04959.

Manufacturer narrative:
The device was tested on the bench, which includes impedance, sensing, pacing, and high voltage shock. The device was normal with no anomalies. The reported field event of a high defibrillation impedance was not confirmed.